Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that their surveillance was experiencing the known reboot issue. There was no patient incident.